Event description:
Information received by medtronic indicated that the insulin pump had a large cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = clear. The customer reported a large crack on the pump. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked retainer, case cracked at the battery compartment and cracked battery tube threads. The pump passed the displacement test and a test p-cap does lock into place inside the reservoir compartment properly. Cosmetic damage is confirmed. The pump had a crack on the battery tube and cracked battery tube threads. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.